Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose over 500 mg/dl. Customer expressed no symptoms. Customer treated with manual injection. He stated that the drive support cap appeared normal. He found no air bubbles in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. He stated that the basal rate and bolus wizard settings were correct. Customer was unable to run a high pressure test. He stated that the cannula was not occluded and that the site was not sore or irritated. He stated that three doctors all looked at the insulin pump and believed that it had malfunctioned. Nothing further was reported.